Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection and the pump sys was going to be explanted. The drug being administered via the pump was unk. Add'l info has been requested.